Event description:
The customer reported that their device would intermittently fail to read ECG through the paddles lead. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have replaced the therapy connector assembly which resolved the reported failure. Proper device operation was then observed through functional and performance testing and the device has since been returned to the end user for use. The device will not be returned to physio-control for evaluation.